Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal right coronary (rca) artery. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6atm for 15 seconds. The device was removed using the normal method without any problem. The procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.